Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02138. It was reported that stent dislodgement occurred. The target lesion was located in the calcified left main vessel. A 3.00 x 24mm synergy ii stent was advanced to treat the lesion. However, it was unable to cross. Upon removal, it was noted that the distal end of the stent was deformed and a stent strut was lifted. The device was replaced with another 3.00x20mm synergy ii stent was then advanced to treat the lesion, however, the stent was stripped off from stent delivery system. A 1.5mm emerge balloon catheter was then advanced and inflated to grab the stent however, the stent was stuck in the lesion. Another stent was advanced and inflated into the dislodged synergy stent and the procedure was completed. No further patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: synergy ii us mr 3.00 x 20mm stent delivery system was returned for analysis without a stent. The balloon was reviewed. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02138. It was reported that stent dislodgement occurred. The target lesion was located in the calcified left main vessel. A 3.00 x 24mm synergy ii stent was advanced to treat the lesion. However, it was unable to cross. Upon removal, it was noted that the distal end of the stent was deformed and a stent strut was lifted. The device was replaced with another 3.00x20mm synergy ii stent was then advanced to treat the lesion, however, the stent was stripped off from stent delivery system. A 1.5mm emerge balloon catheter was then advanced and inflated to grab the stent however, the stent was stuck in the lesion. Another stent was advanced and inflated into the dislodged synergy stent and the procedure was completed. No further patient complications were reported and patient's status was fine.